Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m90f6a. (B)(4). The returned device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an endothyroidectomy procedure, a new harmonic ace was opened and installed properly. It was used for around thirty minutes and then the active blade broke into two pieces. According to the doctor, there was no metal contact or strange sounds that were noticed. He opened another ace36e and continued the procedure. There were no adverse consequences for the patient reported.